Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review for the reported event showed pads were initially recognized upon device activation; however, repeated "pads off" messages and rapid impedance fluctuations occurred over approximately two minutes, consistent with poor pad-to-patient coupling. Pads were subsequently recognized with a stable ECG signal, and the device was charged but no shock was delivered. Evaluation of the device could not replicate the customer report. The device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a 84-year-old male patient, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.